Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No further information was available.

Event description:
Additional information reported stated that the patient had presented to the emergency room on (B)(6) 2014 experiencing weakness. The patient was admitted and received a transfusion for her hemoglobin and hematocrit level that were low. The patients condition continued to deteriorate and per the families request no intervention should be performed. The patient deceased on (B)(6). The patients death was not device related.

Manufacturer narrative:
(B)(6). The initial MDR submitted on 01/05/2015 sequence number 2017865-2015-00004 had the incorrect death date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.